Event description:
Attorney reported: in 2004 - patient had two composix kugel mesh patches, both implanted to repair hernia defects. In 2006 - patient presented to the hospital in distress with severe abdominal pain, nausea, chills, and had vomited at least ten (10) times the night before. Patient was immediately admitted for surgery. She was found to have displaced mesh "with sharp edges" to the lower left quadrant. The surgeon noted "multiple tightly incarcerated loops of bowel into the subcutaneous tissue fascial defect". After "extensive adhesiolysis", the surgeon dissected and removed the displaced mesh by electrocautery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.